Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the information provided, the root cause of the patient¿s symptoms remains unknown, however, the reported suspected ¿scar reaction¿, noted increased lateral patellar displacement, and moderate left coxarthrosis cannot be ruled out as possible contributing factors to the patients pain and other symptoms. The patient impact beyond the reported left knee pain, crepitus, clicking occasional locking cannot be concluded, as no interventions other than pt have been initiated to date per the patients request for a conservative approach as per documented communications. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that revision surgery would be required to correct a patellofemoral maltracking.